Manufacturer narrative:
One medfusion pump was received with a crack on the top case by the tube holders. The event history log was reviewed and there was a motor rate error. An occlusion test was performed and a motor rate error was found. The issue was caused by a combination of leadscrew and clutch halves. The defective components were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor error when the syringe began. There was no reported adverse event.